Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06498. It was reported that the patient presented in an emergency room, the device was found to be at end of service with no response to magnet. The telemetry was not able to be achieved. The last check of device had exhibited normal pacing and other settings. Thus, premature discharge of the battery is suspected as the device exhibited end of service behavior suddenly. Intermittent loss of capture was noted on the right ventricular (rv) lead. Pads were placed as backup to address intermittent loss of capture. The device was explanted and replaced. The patient had stable escape rhythm. No further intervention was performed. All the parameters were normal after device changeout. The patient was stable.

Manufacturer narrative:
The reported events of premature battery depletion, no capture, and no magnet response were confirmed. The device had no communication and no output when received. The device was cut open and tested on bench when the battery was found to be in normal range. Further testing was performed by separating the header from the case to perform a dye penetration test on the feedthrough component which revealed breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Visual inspection also noted header delamination between header and case at the header attachment area. Because of these findings, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.